Event description:
It was reported that this right ventricular (rv) lead produced a pacing lead impedance (pli) measurement that was greater than 3000 ohms, which was out-of-range (oor), and high capture thresholds. This resulted in a lead safety switch (lss) to bipolar sensing configuration. Further testing was performed and there was no lead noise or oor pli reproduced. It was noted that this patient had fallen a week prior which caused a fracture in this lead. There was noise on the rv channel which resulted in inappropriate signal artifact monitoring (sam) episodes. Technical services (ts) recommended lead revision. This lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.